Event description:
It was reported that the handpiece began overheating during an acl procedure. The case was continued with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the motor, press plug, sag head assembly, and spherical bearing, which were each replaced. Service repaired and returned the device to the customer.